Manufacturer narrative:
No patient or sample information was provided. Per the customer, the most recent preventive maintenance (pm) was performed on (B)(6) 2011. A system check was performed after pm and passed within specifications. A bci field service engineer (fse) was dispatched on (B)(6) 2011 and found that the aspirate probe was not aspirating fluid. The fse replaced the aspirate peri-tubing and verified system performance to published specifications. A customer product line support (cpls) investigation is on-going into the cause of the peri-tubing failure. Hardware had been determined to be the root cause.

Event description:
A customer contacted beckman coulter inc. (Bci) to report imprecision of results on an access 2 immunoassay system. Customer did not provide any event dates or erroneous patient results. Instrument imprecision has the potential to cause erroneous results and changes to patient treatment. Patient treatment was not affected in this event as no erroneous results were reported out of the laboratory.